Event description:
It was reported that the patient underwent a total abdominal hysterectomy in 2009, and sutures were used. The patient reportedly experienced a post-operative infection. No additional information was provided at this time.

Manufacturer narrative:
Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.